Manufacturer narrative:
It was reported that the locking mechanism of the recliner chair was not functioning as intended ("the lock no longer stays in the locked position. The recliner falls back down and does not lock on the upright position"). The customer contact reported, "it is dangerous for the patient when trying to get up." There were no reports of death, serious injury, medical intervention, or follow up care. No additional information is available. It has been determined that the reported event could cause or contribute to a serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
It was reported that the locking mechanism of the recliner chair was not functioning as intended ("the lock no longer stays in the locked position. The recliner falls back down and does not lock on the upright position").